Event description:
On (B)(6) 2022 this male peritoneal dialysis (pd) patient contacted fresenius technical support. During the call it was reported that the patient had a recent hernia. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with a hernia; however, it is unknown when that diagnosis occurred. The pdrn could not confirm if the hernia was pre-existing prior to the start of pd therapy. The pdrn did not know the type, location, or cause of the hernia. The patient is scheduled for a computed tomography (CT) scan next week (date not provided). The patient will meet with the surgeon after the CT scan. The patient¿s pd prescription had been adjusted due to the hernia (date not provided). The fill volume was 2,000ml per fill which was reduced to 1,500ml per fill. No further information pertaining to the patient¿s hernia was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. The type and location of the hernia are unknown. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. The patient¿s hernia was most likely exacerbated by pd therapy as the fill volume in the prescription was lowered. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
On (B)(6) 2022 this male peritoneal dialysis (pd) patient contacted fresenius technical support. During the call it was reported that the patient had a recent hernia. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with a hernia; however, it is unknown when that diagnosis occurred. The pdrn could not confirm if the hernia was pre-existing prior to the start of pd therapy. The pdrn did not know the type, location, or cause of the hernia. The patient is scheduled for a computed tomography (CT) scan next week (date not provided). The patient will meet with the surgeon after the CT scan. The patient¿s pd prescription had been adjusted due to the hernia (date not provided). The fill volume was 2,000ml per fill which was reduced to 1,500ml per fill. No further information pertaining to the patient¿s hernia was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.